Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, found contamination of dust. The device displayed error codes e066 (err_stuck_encoder_b), e065 (err_stuck_encoder_a), e051 (err_corrupt_compliance_log) and e019(err_wdog_test). The device was scrapped.

Manufacturer narrative:
In the previous report, box g section-date received by mfg (rfb) was mentioned incorrectly, which is updated/corrected in this report. Box g updated/corrected.